Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was not successfully implanted due to lead insertion difficulty. The physician suspected that there was something wrong with the header of the device which prevented proper lead insertion. No adverse patient effects were reported.